Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, six years seven months of post deployment, a computed tomography of abdomen and pelvis without contrast was performed, and result showed that there was caval perforation. 10 o'clock 6.40 mm grade 2. 8 o'clock 3.90 mm grade 2. 6 o'clock 4.40 mm grade 2. 3 o'clock 3.40 mm grade 2. 5 o'clock 3.50 mm grade 2. 7 o'clock 3.20 mm grade 2. 10 o'clock inferiorly 3.10 mm grade 2. 1 o'clock 3.00 mm grade 2. There was a left-sided tilt measured about 16.11 degrees. There was a migration of the filter noted. Apex of the caval filter was at the level of the left renal vein. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt and filter migration. The definitive root cause could not be determined based upon available information. Labeling review:the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient as prophylaxis. Approximately six years and seven months post filter deployment, a computed tomography (CT) revealed that the filter tilted, migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.